Manufacturer narrative:
Investigation summary: eight samples model mz1000-07 were returned for investigation. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were attached to a 10 ml bd syringe filled with water and were successfully flushed multiples times. The customer complaint that the sets were unable to be flushed was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 unspecified bd maxzero¿ extension sets were occluded during the flush. The following information was provided by the initial reporter: max zero is primed correctly, connected and disconnected properly, we are using a pulsatile flush but we are still hearing many nurses are having issues flushing their lines. The odd thing is, if they change the connector for a new one it will flush and work... Additional info from customer: -are you able to identify the material and batch number? No, since the connector has been in place already for unknown periods of time. -is the adverse event or serious adverse event occurred? No. -can you identify the quantity of defective products? Unknown, but this has been stated at least 3 times."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 3 unspecified bd maxzero¿ extension sets were occluded during the flush. The following information was provided by the initial reporter: "max zero is primed correctly, connected and disconnected properly, we are using a pulsatile flush but we are still hearing many nurses are having issues flushing their lines. The odd thing is, if they change the connector for a new one it will flush and work. Additional info from customer: -are you able to identify the material and batch number? No, since the connector has been in place already for unknown periods of time. -is the adverse event or serious adverse event occurred? No. -can you identify the quantity of defective products? Unknown, but this has been stated at least 3 times."